Manufacturer narrative:
The investigation conducted by isi field device engineering consisted of reviewing the system error logs and conducting performance tests. There were no error codes that appeared to have caused the system to fault as the site initially reported. The site was not clear on the exact problem and could not identify a specific arm that was causing the problems. There were numerous 20003 and 21003 error codes for both psm1 and psm2 found on the error logs. Reported symptoms could not be replicated. Psm1 was replaced based on the sequence of the error logs. A following case was performed with no issues. The psm was returned for evaluation. Engineering underwent additional performance testing and could not find any problem that would cause the arm to feel sluggish. It was determined that the system error 20003/21003 were "cascading" errors and not related to the event. The root cause of the customer reported failure mode could not be determined.

Event description:
It was reported that 30 minutes into a da vinci prostatectomy procedure and after some dissection had been completed, one patient side manipulator (psm) became sluggish. The site rebooted the system, however, they could not complete homing and the error messages indicated "arms forced or not free to move". The procedure was aborted and the planned surgery procedure was rescheduled. No patient harm was reported.